Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report: 6004061339-2018-00396. It was reported the patient complained the scs system had never provided effective stimulation therapy for the patient's pain pattern. Subsequently, the patient stopped using the scs system. Reportedly, the patient's physician determined the leads migrated and decided to remove the patient's scs system.